Event description:
The customer reported that during a total thyroidectomy, the customer was unable to cut tissue after the seal cycle was completed. The surgery was extended more than 30 minutes as a result.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow up report will be submitted.